Event description:
It was reported that during implant attempt, there was a complaint of noise on the lead, along with sensing difficulty. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted the helix/lobe is distorted/bent and there is blood in/on the helix/lobe mechanism. Damaged at implant.